Event description:
It was reported that before starting a photoselective vaporization of the prostate procedure, the console showed error codes 652, 302.11 and 202.11. The console was turned off, the water in the reservoir was changed and the console was turned on; however, the issue was not resolved. Therefore, the procedure was cancelled while the patient was under general anesthesia. The reason of the reported discomfort was the general anesthesia. The patient was rescheduled and successfully treated in august 23rd, 2022. No medication was required to treat the patient's discomfort, the patient had to wait for a 2 or 3 hours for the effect of the anesthesia to pass. This event is being reported for aborted/cancelled procedure .